Event description:
It was reported when using the pyxis medstation es system pyxis1 tower door 1 drawer failed to recover. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 1 failed and would not recover. A field service engineer found that the switches on the latches were old style switches so swapped out to new style to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.